Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient implanted with this pacemaker is a dialysis patient. Right ventricular (rv) threshold measurements had increased, therefore impacting the safety margin for pacing outputs. Loss of capture was observed at 2.2v. The daily rv thresholds were all falling between 2-3v. Boston scientific technical services (ts) explained the difference between daily measurements and ambulatory pacing outputs. It was also noted that over the past year, there was also fluctuating impedance measurements as well. No adverse patient effects were reported. This patient is not pacemaker dependent.